Manufacturer narrative:
Investigation summary: 1 photo was returned for investigation. Black fm was observed in the returned photo. 1 actual sample without packaging was returned for investigation. Returned sample was subjected to visual inspection. Clear, gel-like particle was observed and found on the inner surface of the needle cover of the returned sample. The clear, gel-like particle was further observed to be a mixture of clear transparent particles, shiny metallic particles, and white and black fibers. Ftir analysis results showed that the spectrum of the transparent particle had matched the spectrum of polypropylene. The ftir results showed that the spectrum of the white fiber had matched the spectrum of cellulose. The ftir results showed that the spectrum of the black fiber had no good match in the library but had best matched a mixture of cellulose and indigo dye. The shiny particles were subjected to sem-edx analysis. It could possibly be aluminum-based material and shiny metallic sample 2 could be steel. Polypropylene is a thermoplastic polymer commonly used in plastic parts, containers and laboratory equipment. The polypropylene could have been from the needle cover. Cellulose material is commonly found in paper, wood, wiper, fabric industry and similar materials. Upon further investigation, the fiber could have been transferred from the manufacturing environment during product handling, assembly process or from the face mask used by the manufacturing associates. Indigo is a natural dye extracted from plant. It is primarily used as a dye for cotton yarn. No dyes were used in the manufacturing facility. The shiny metallic particles could possibly be aluminum-based and steel-based materials. Job aid for housekeeping standard in insyte assembly and packaging process had been established. A communication will be conducted to all manufacturing associates to raise awareness on both nonconformance, proper gmp and housekeeping procedures.

Event description:
It was reported that a bd angiocath¿ plus had foreign matter in the cap. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd angiocath¿ plus had foreign matter in the cap. There was no report of exposure, serious injury, or medical intervention.